Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed his insulin pump's battery, and it did not power on. He then put the old battery back in and got a failed battery test alarm. Finally, the customer inserted the new battery and the insulin pump turned on. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was sent a new battery cap and advised to monitor the insulin pump. The product is not being returned. Nothing further was reported.